Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during implant of the lead the physician was unable to get good thresholds after multiple attempts. It was also reported that the sheath could not reach the target position and the lead distorted, so the lead was replaced. No patient complications have been reported as a result of this event.